Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non-specific performance issue and was replaced with a non-bsc lead. No additional adverse patient effects were reported. This lead is not expected for return. Additional information: the field representative provided further information indicating that the lead was explanted due to diaphragmatic (muscle) stimulation. This lead is not available for return as it was discarded at the hospital.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non-specific performance issue and was replaced with a non-bsc lead. No additional adverse patient effects were reported. This lead is not expected for return.